Event description:
Defibrillator on charger all day with green light on. Continued to read unable to charge/low battery indicator even after being hooked up to electrical outlet. Replacement defibrillator used.

Event description:
Reported an incident where the ac line cord power entry module (the module which contains the fuses and ac line cord receptacle) of an ac power adapter (acpa), p/n vlp 12-06, that was permanently attached to a lifepak 12 defibrillator, p/n vlp 12-02, pulled out of the acpa's case when the entire unit was taken to a bedside for a pt code without first disconnecting the ac line cord. The defibrillator operated properly on batteries and the damaged acpa from the reported incident did not cause any adverse affects but it could cause someone to not connect the device back to ac power after a code and thus prevent the batteries from recharging. Reporter purchased an ac power entry module, replaced the broken one, and then returned the device to use in the hospital. The device was not made available to medtronic for evaluation before the facility repaired it and returned it to use. Medtronic engineering investigated this matter beginning in march, 2002 in response to 2 customer complaints earlier that year. According to the investigation results, the acpa's power entry module is held into a hole in the acpa's rear panel with four plastic spring tabs, which pop out on the back side of the panel after being pushed through. A dab of epoxy is applied to the surfacce of these tabs after insertion. In an impact type of situation, the adhesive cracks off of the latching tabs reducing its usefulness in retaining the power entry module. The amount of epoxy is relatively small, and comparison to previous product model power adapters shows that older designs use epoxy all the way around the perimeter of the power entry module. No previous product module power adapters have failed in the same manner as the lifepak 12 acpa. This indicated that the amount of adhesive is inadequate to hold the modules in. A product improvement was implemented in august, 2002, by creating a requirement that a bead of epoxy be run up both sides and across the top of the power entry module (the fourth side is next to a circuit board and cannot have adhesive applied to it) to held ensure against the power entry module pulling out of the case when the ac line cord is removed. Medtronic determined that the reported incident would not cause or contribute to a pt's death or serious injury, and therefore did not sumit a manufacturer's mandatory medwatch report. The lifepak 12 defibrillator's operating instructions state that the device operates using external removeable batteries. The acpa, when connected to ac power, will charge the batteries that are installed in the lifepak 12 defibrillator and can provide operating power to the defibrillator with or without batteries. Operating instructions stress the importance of daily inspections and testing to help prevent and detect possible electrical and mechanical discrepancies. Alert date: 10/2005. The user facility returned the device to use after evaluation and repair by their biomedical department.